Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation: probable cause that the customer used a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from the tip of the device. However, we could not specify the cause of this event from the information provided. The event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): the detection method is described in the IFU operation manual ¿3.3 inspection of the endoscope¿. The prevention method is described in the IFU operation manual ¿4.3 using endotherapy accessories¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope camera cover had a burn. There was no patient involvement.